Event description:
It was reported that the cartridge was not fitting properly on the pump, leading to a high blood glucose level of 535 mg/dl for the customer. The customer¿s blood glucose level exceeded 500 mg/dl, indicating an adverse impact. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support instructed the customer to inspect and clean the pump's pneumatic tap area and remove an o-ring to resolve the issue. The customer was able to successfully reload the cartridge and resume insulin therapy without needing assistance from a third party.